Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Saulino, m.f., deer, t.r., rauck, r., caraway, d., kim, p., wallace, m.s., huang, i.z., milikien, d., vanhove, g.f., mcdowell, g.c. Effectiveness and safety of intrathecal ziconotide use as the first agent in pump (10594). North american neuromodulation society 19th annual meeting. 2015. 118 . Summary: the patient registry of intrathecal ziconotide management (prizm) evaluates the effectiveness, safety, and patient reported outcomes associated with the use of intrathecal ziconotide in clinical practice settings. Reported events: enrollment has closed at 93 patients; data are available for these patients in this interim analysis. Among patients active at the month 6 assessment (n=57), 78.9% (45) remained on monotherapy with intrathecal ziconotide. Fifty-one patients (54.8%) received ziconotide as the first agent in pump (fip+), whereas 42 (45.2%) did not (fip-). Mean (sd) baseline nprs scores were 7.4 (1.9) and 7.9 (1.6) in fip+ and fip- patients, respectively. Mean (sem) percentage change in nprs scores at month 6 were -29.4% (5.5%) in fip+ (n=26) and 6.4% (7.7%) in fip- (n=17) patients. When response was defined as a =2-unit decrease in nprs score, a response rate of 51.9% was observed at month 6 for fip+ versus a response rate of 17.6% for fip- patients; similarly, when response was defined as a =30% decrease in nprs score, the response rate at month 6 was larger in fip+ than in fip- patients (46.2% vs 5.9%, respectively). The most common adverse events (aes; in =10% of patients overall) were nausea (19.6% vs 7.1%; fip+ vs fip- patients, respectively), confused state (9.8% vs 11.9%), and dizziness (13.7% vs 7.1%). The most common serious aes (in =2% of patients overall) were mental status change (0% vs 4.8%; fip+ vs fip- patients, respectively) and suicidal ideation (3.9% vs 0%).